Manufacturer narrative:
(B)(4).

Event description:
It was reported that no high audio alert occurred on the mobile app. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.